Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected plasma product volume reported for this collection. However, based on the available information, it cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a misload of the tubing that interfaces with the plasma valve, which allowed a small amount fluid intended for the return reservoir to enter the plasma bag during each draw and return cycle, culminating in a larger diversion across the entire procedure. Additionally, it also cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a lack of occlusion at the plasma valve, caused by either variability in the specific tubing set used for this procedure, or a dirty or defective plasma valve. Using the tbv calculated from entered values (trima), the predicted platelet product volume (trima), the estimated plasma product volume (based on dlog signals), a sample bag volume of 50 ml (conservative estimate), the non-rinseback residual volume (trima/operator's manual), the calculated volume of ac in the products (trima), and the calculated ac returned to the donor (trima/operator's manual). Calculations: [4208 - (325 + 550) - (121 + 85) - 50 + 44 + 228] / [4208] = 79.6 % since the calculated fluid balance less than the 80 % limit for reporting as hypovolemia, this case should be reported for hypovolemia. Based on these values, the total product volume falls well above the limit of 'maximum donation volume is 15 % of the donor's tbv' for procedure qualification outlined in the operator's manual, indicating an overdraw here. Based on the given information, we calculate then the blood donation volume (excluding sample volume and residual kit volume) to be 19.7 % of the donor's tbv calculations: ((325 + 550) - 44) / 4208 = 19.7 % and if we include the sample volume and residual kit volume as part of the donation volume, then we calculate then the blood donation volume to be 25.8 % of the donor's tbv calculations: ((325 + 550) + (121 + 85) + 50- 44) / 4208 = 25.8 % based on the available information, including the image of the set provided by the customer, it is likely that the collection of the plasma product during what was selected as a platelet-only collection was the result of a lack of occlusion between the plasma valve and the plasma collection line during the platelet-collection phase of the procedure. Possible reasons for this lack of occlusion include the following: - a misload of the tubing that interfaces with the plasma valve - variability in the specific tubing set used for this procedure, resulting in a lack of occlusion at the plasma valve - a dirty or defective plasma valve the signals in the run data file are consistent with a diversion of fluid from the return reservoir to the plasma bag throughout the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a platelet only collection, plasma was also being collected. Per the customer no one changed the procedure and that "platelet only" procedure was selected and patient information was entered correctly. Patient outcome is unknown. No medical intervention was reported. Full patient ID: (B)(6). Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide updated root cause in h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected plasma product volume reported for this collection. However, based on the available information, it cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a misload of the tubing that interfaces with the plasma valve, which allowed a small amount fluid intended for the return reservoir to enter the plasma bag during each draw and return cycle, culminating in a larger diversion across the entire procedure. Additionally, it also cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a lack of occlusion at the plasma valve, caused by either variability in the specific tubing set used for this procedure, or a dirty or defective plasma valve. Based on calculations the final fluid balance = 79.6 % based on these values, the total product volume falls well above the limit of 'maximum donation volume is 15 % of the donor's tbv' for procedure qualification outlined in the operator's manual, indicating an overdraw here. Based on the given information, we calculate then the blood donation volume (excluding sample volume and residual kit volume) to be 19.7 % of the donor's tbv and if we include the sample volume and residual kit volume as part of the donation volume, then we calculate then the blood donation volume to be 25.8 % of the donor's tbv. A used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was confirmed that plasma was present in the plasma line. The customer provided two pictures to aid in the investigation. Both pictures confirmed that the plasma bag was full of plasma. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. A service call was dispatched to confirm that the plasma valve was properly torqued, and the plasma valve was occluding properly by performing a saline run. If the plasma valve is occluding properly, then there should be <30 ml of saline in the plasma bag at the end of the run. If there is significantly more volume in the platelet bag at the end of the run (i.e. Is the plasma valve found to not be occluding properly), then it is recommended that the valve assembly be replaced. The service call was completed on june 25 and valve test was performed successfully. The reported condition could not be duplicated. As a precaution, the valve assembly was replaced per manufacturing procedures. A full auto test was performed and there were no issues found. Root cause: a root cause assessment was performed for the unintended plasma collection. Based on the available information, including the image of the kit provided by the customer, it is likely that the collection of the plasma product during what was selected as a platelet-only collection was the result of a lack of occlusion between the plasma valve and the plasma collection line during the platelet-collection phase of the procedure. While a dirty or defective plasma valve is a possible root cause of this issue, the passing valve test performed on june 25 suggests that the valve was working at the time of the incident. This issue could also be caused by variability in the specific tubing set used for this procedure, resulting in a lack of occlusion at the plasma valve. However, a disposable complaint history search was performed and no other disposables from the same lot showed any issues in tubing variability, so this is unlikely. The most likely root cause of this issue is a misload of the tubing that interfaces with the plasma valve. This could have prevented the plasma line from occluding appropriately, resulting in an unintentional plasma collection during the platelet-collection phase.

Event description:
The customer reported that during a platelet only collection, plasma was also being collected. Per the customer no one changed the procedure and that "platelet only" procedure was selected and patient information was entered correctly. Patient outcome is unknown. No medical intervention was reported. Full patient ID: (B)(6).

Event description:
The customer reported that during a platelet only collection, plasma was also being collected. Per the customer no one changed the procedure and that "platelet only" procedure was selected and patient information was entered correctly. Patient outcome is unknown. No medical intervention was reported. Full patient ID: (B)(6).

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the higher-than-expected plasma product volume reported for this collection. However, based on the available information, it cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a misload of the tubing that interfaces with the plasma valve, which allowed a small amount fluid intended for the return reservoir to enter the plasma bag during each draw and return cycle, culminating in a larger diversion across the entire procedure. Additionally, it also cannot be ruled out that the higher-than-expected plasma product volume may have been the result of a lack of occlusion at the plasma valve, caused by either variability in the specific tubing set used for this procedure, or a dirty or defective plasma valve. Based on calculations the final fluid balance = 79.6 % based on these values, the total product volume falls well above the limit of 'maximum donation volume is 15 % of the donor's tbv' for procedure qualification outlined in the operator's manual, indicating an overdraw here. Based on the given information, we calculate then the blood donation volume (excluding sample volume and residual kit volume) to be 19.7 % of the donor's tbv and if we include the sample volume and residual kit volume as part of the donation volume, then we calculate then the blood donation volume to be 25.8 % of the donor's tbv. A used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident with no anomalies observed. It was confirmed that plasma was present in the plasma line. The customer provided two pictures to aid in the investigation. Both pictures confirmed that the plasma bag was full of plasma. A disposable complaint history search was performed for this lot and found no other reports for similar issues on this lot. A service call was dispatched to confirm that the plasma valve was properly torqued, and the plasma valve was occluding properly by performing a saline run. If the plasma valve is occluding properly, then there should be <30 ml of saline in the plasma bag at the end of the run. If there is significantly more volume in the platelet bag at the end of the run (i.e. Is the plasma valve found to not be occluding properly), then it is recommended that the valve assembly be replaced. The service call was completed on june 25 and valve test was performed successfully. The reported condition could not be duplicated. As a precaution, the valve assembly was replaced per manufacturing procedures. A full auto test was performed and there were no issues found. Root cause: a root cause assessment was performed for the unintended plasma collection. Based on the available information, including the image of the kit provided by the customer, it is likely that the collection of the plasma product during what was selected as a platelet-only collection was the result of a lack of occlusion between the plasma valve and the plasma collection line during the platelet-collection phase of the procedure. Possible reasons for this lack of occlusion include the following: * a misload of the tubing that interfaces with the plasma valve * variability in the specific tubing set used for this procedure, resulting in a lack of occlusion at the plasma valve * a dirty or defective plasma valve.